Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to this issue, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Also unrelated to the display issue, investigation revealed a crack in the pump case near the upper right corner of display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.